Event description:
It was reported that the patient presented to the hospital for a system upgrade procedure. During the procedure, upon testing the lead, it was noted that the part of the left ventricular (lv) lead electrode did not pace and sense. In addition, one of the lv lead connectors had insertion difficulty. The lead was not used, and a new lead was implanted. The patient was stable throughout.

Event description:
It was reported that the patient presented to the hospital for a system upgrade procedure. During the procedure, upon testing the lead, it was noted that part of the left ventricular (lv) lead electrode did not pace and sense. In addition, one of the lv lead connectors had insertion difficulty. The lead was not used, and a new lead was implanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of one of the connectors had insertion difficulty was confirmed and the reported events of failure to sense and failure to capture were not confirmed. As received a complete lead was returned with two molded connector sleeves. Visual examination found the third contact point of the connector sleeve b was bent consistent with procedural damage. The cause of the reported event of insertion difficulty was isolated to the damage noted on the molded connector.